Event description:
Per the clinic, the patient experienced a lack of auditory performance, leading to device non use. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2013. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4) implanted device remains.